Manufacturer narrative:
Analysis was performed by philips bench repair personnel which included efforts to reproduce the reported issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The issue was resolved by replacing the speaker assembly and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting institution phone #: (B)(6).

Event description:
It was reported that the speaker no longer works. The device was reported to be in clinical use. No adverse event to the patient or user was reported.